Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a therapeutic procedure and completed using a similar device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Initial report 9610595-2025-32819 was sent in error for "tested positive for an unexpected contamination". 9610595-2025-32819 is to be retracted as there are no reportable malfunctions related to this case.

Event description:
No additional information received from customer.